Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with the bd ultra fine¿needles got mixed with 4 of the four 8 mm-needle products. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that four 8 mm-needle products have got mixed with cat#326666 product.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-sep-2022 h6: investigation summary ustomer returned (6) loose 0.5ml bd insulin syringes with an open polybag from lot# 1337704. The customer reported that four 8mm needle products were mixed with cat# 326666 product. The samples were examined, and it was observed that (4) syringes featured 8mm length cannula and (2) syringes featured 12.7mm length cannula; all (6) syringes were tested using a cannula length gauge block to confirm the lengths. A review of the device history record was completed for batch# 1337704. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to confirm the customer¿s indicated failure.

Event description:
It was reported that the bd insulin syringes with the bd ultra fine¿needles got mixed with 4 of the four 8 mm-needle products. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that four 8 mm-needle products have got mixed with cat#326666 product.